Event description:
The customer reported to olympus, the oes bronchofiberscope experienced air water leakages. The device was returned for evaluation and an additional reportable malfunction was found. During the device evaluation, f insertion part coating peeling off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1 "establishment name" was shortened due to character limitation. The full name is (B)(6) hospital. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, and the customer's non reportable malfunction was confirmed. Water tightness was lost due to a pinhole on the bending section cover. Based on the results of the investigation, physical stress was applied to the insertion section during user handling and caused the coating to peel. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. In addition, the following non-reportable malfunctions were found during the device evaluation: the adhesive on bending section cover (a-rubber) was chipped, the bending angle in the up direction does not meet the standard due to wear of the angle wire. The forceps and channel cleaning brush cannot be inserted due to dent on channel tube. The bending tube was dented. The venting connector of light guide was loose. The image guide (ig) bundle was stained. The connecting tube was dented and buckled. The eyepiece was deformed. The universal cord was dented and scratched. The up down plate was discolored. Olympus will continue to monitor field performance for this device.